Event description:
On (B)(6) 2022: patient presented prior to an unspecified surgery. (B)(6) result was obtained on a urine specimen tested with the fisher sure-vue hcg serum/urine cassette kit. Confirmatory serum quant performed on the vitros xt7600 provided a (B)(6) result of <2.39 miu/ml. No treatments were provided or withheld based on the (B)(6) result. No adverse outcomes occurred.

Manufacturer narrative:
Device evaluated by MFR: product discarded/expended by customer. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg negative standards (4 miu/ml). The results were read at 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformance's and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.